Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature battery depletion was noted. No associated increase in current drain, or recent hv therapy was noted. Device replacement was suggested. No further information is available.